Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 09-apr-2026. H.1 imdrf annex a grid (1: a25 - no apparent adverse event (3189). Investigation summary: bd received six samples and six photos for investigation. The samples were visually inspected for foreign material and scratches. Out of the six samples, one failed for foreign material, and five failed for scratches. The photos provided show five tubes with scratches on their outer wall and one tube with black foreign material on top of the separation gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, foreign matter was found in one (1) tube and scratches were seen on five (5) tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, foreign matter was found in one (1) tube and scratches were seen on five (5) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.